Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while preparing for a metrx spine procedure, it was noted that the motor overheated and burned through the surgical drape and also burned the patient, leaving a 2nd or 3rd degree burn on the scalp. It was reported that no one activated the foot pedal or the ipc where the motor was plugged in. It was also reported that there was no procedure delay and the procedure was completed using a backup device. On follow-up, it was reported that the patient's wound was treated and may need a skin graft.